Event description:
A ventilator was returned to the manufacturer for routine rep maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor assembly was found to be contaminated with dust and dirt. The device's flow sensor assembly was replaced to address the issue.